Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a blood glucose value of 243 mg/dl after eating snacks approximately 30 minutes prior, and was advised to continue monitoring for 90 minutes and call back if levels did not trend down. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included case assessment and user coaching. Investigation of this case revealed no device malfunction and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.